Event description:
It was reported that the pump did not display a 1,2,3 sequence and a delayed request security pin number. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.